Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had a hole in the hose. It is unk if the device was being used during surgery. It is unk if any pt or user injuries occurred. It is unk if medical intervention occurred. There was no add'l info provided.